Manufacturer narrative:
(B)(4).

Event description:
The patient received therapeutic effect for little more than a month following implant. After that, the patient could feel the stimulator but it was not alleviating his pain. When the patient returned to his physician for follow-up he was advised to stop using the stimulator due to it depleting vitamin b6 from his body which affected the therapy. The patient was also told he could only use the therapy for a few hours per day rather than on all day and off at night. Per the physician, reprogramming the device produced no effect. The stimulator "stopped working". Details were not provided. Further information is being requested from the hcp.